Event description:
Same case as MDR ID: 2134265-2015-04318. It was reported that a catheter kink was noted after recapture. A watchman double curve access sheath and a 24mm watchman laa closure device and delivery system were selected for a left atrial appendage closure (laac) procedure. The watchman access sheath was prepared by closing the valve and flushing as well as covering the valve with a thumb while flushing. During the procedure, it was noticed while crossing the septum that the hemostasis valve of the watchman access sheath could not be closed properly. Due to this, the 24mm watchman laa delivery system was noted to be kinking after a partial recapture and then a full recapture. The 24mm watchman laa delivery system could not be advanced any further, therefore the watchman access sheath and the watchman laa closure device and delivery system were removed and replaced with new devices with a successful outcome. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). Microscopic examination presented no damage or irregularities to the tip or the implant. The implant was received in a deployed state. There were numerous kinks throughout the wds. There was no damage noted to the braiding. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04318. It was reported that a catheter kink was noted after recapture. A watchman double curve access sheath and a 24mm watchman laa closure device and delivery system were selected for a left atrial appendage closure (laac) procedure. The watchman access sheath was prepared by closing the valve and flushing as well as covering the valve with a thumb while flushing. During the procedure, it was noticed while crossing the septum that the hemostasis valve of the watchman access sheath could not be closed properly. Due to this, the 24mm watchman laa delivery system was noted to be kinking after a partial recapture and then a full recapture. The 24mm watchman laa delivery system could not be advanced any further, therefore the watchman access sheath and the watchman laa closure device and delivery system were removed and replaced with new devices with a successful outcome. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4).